Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, the patient developed an infection; and subsequently the device was explanted (B)(6), 2014. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
Per the clinic, the patient was admitted to the hospital (B)(6) 2014 (duration not reported) and administered oral antibiotics (date not reported) due to an infection at the implant site. The device is not available for analysis. This report is filed april 30, 2014. Device is unavailable for analysis.